Event description:
This is the same case and patient as MFR report # 3005099803-2011-02593. This report pertains to the first of two devices. It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a cystocele repair procedure on (B)(6), 2008. According to the complainant, post procedure, the patient experienced recurrent pelvic pain, erosion, recurrent infection of the tissue around the mesh, and a colovaginal fistula. The date of onset for each is unknown. The patient's current condition is unknown. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional details become available, a supplement will be submitted.